Manufacturer narrative:
Additional information was received indicating no further troubleshooting was performed at this time and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a high out of range pacing impedance measurement. No adverse patient effects were reported.